Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported regarding motor error. Troubleshooting was performed. The blood glucose reading was 415mg/dl. The customer stated that the device was not exposed to a high magnetic field. Assisted customer to run the displacement test and the test failed. Advised that the insulin pump would be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
The insulin pump failed displacement test. Motor error alarm noted during rewind due to motor encoder out of phase.